Manufacturer narrative:
The device was not in clinical use at the time the issue was discovered; however, the exact context of when the issues were found is unknown. There was no patient or user harm reported. The visual inspection of the customer returned data acquisition (da) board revealed no anomalies. A failure investigation (fi) technician installed the da board into a fi ventilator to duplicate the reported issue of unit kept alarming rebreathing co2. The fi technician identified the unit kept alarming rebreathing co2 error codes were cleared, and the reported issue could not be duplicated. No-fault was found.

Manufacturer narrative:
G4: 07apr2021. B4: 14apr2021. Additionally the customer also reported the diagnostic event log was downloaded and revealed a proximal pressure sensor range error. Cosmetic damage was also noted on the top cover, base assembly, and central processing unit cover by the philips international field service engineer (fse). The device was evaluated by the fse. The reported malfunction was confirmed via operational check and the event log. The fse replaced the data acquisition printed circuit board assembly (pcba), the top cover, and the cpu tray cover. The device was then reported to meet specification and returned to use. No other anomaly was reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of this report: 17feb2021.

Event description:
The customer reported a ventilator kept alarming rebreathing co2 (carbon dioxide) and is out of use. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.